Event description:
Pt was admitted to hosp in 2004 with a diagnosis of diabetic ketoacidosis. Pt's blood glucose was "pushing 900" (mg/dl). Pt was treated with IV fluids and regular insulin for 8-9 hours. Pt is a brittle diabetic.